Event description:
Clinic notes dated (B)(6) 2008 reported that the pt had "'two prior vns implants which were complicated by infection in one case and hardware failure in the other." The hardware failure (high impedance) was previously investigated and reported in report 1644487-2007-00433. However, the date of occurrence and add'l info regarding the infection is unk. It is suspected to have occurred in between 2006 and 2007. It may be related to the vns lead replacement surgery which occurred on (B)(6) 2007, but it is unclear. Attempts for add'l info from the physicians have been unsuccessful thus far. In later clinic notes dated (B)(6) 2008, it was reported that another physician determined that the pt's recent and recurrent infections are due to an immunocompetency issue. The pt had a stint of infections following lumbar surgery on (B)(6) 2008. The infection that is suspected to have occurred somewhere between 2006 and 2007 may be related to the pt's immunocompetency issue. It is not known if interventions were taken.